Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable assembly. The ventilator passed all the required test.

Event description:
It was reported that the ventilator had a loss of communication issue. There was no patient connected to the device.